Manufacturer narrative:
Event date: exact event date unknown, ER visit was approximately on (B)(6) 2021.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a catheter placed without deactivating the system in an emergency room visit (not related to the aus device), which caused the development of urethral erosion. The patient started experiencing urinary incontinence, and the erosion was later confirmed through cystoscopy. Patient had the aus explanted and had a re-implant procedure approximately three months later. No additional patient complications were reported.